Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a revision surgery was performed in which two mobi-c implants were removed and converted to fusion due to loosening endplates and one endplate that was angled anteriorly. There were no reported patient impacts beyond the revision surgery. This is report one of two for this event.